Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer stated that they ended up in intensive care unit in los angeles by ambulance as soon as customer's flight landed. Customer also stated that they went back to shots. Customer also stated that they changed out infusion site because only for that one to be leaking too. The insulin pump will not be returned for analysis.